Event description:
The customer reported that during a procedure utilizing two unk types of electrosurgical pencils, it was noticed that the pt had a reddened area on their leg. The customer indicated that when one pencil was activated, the other pencil also activated, creating the reddened area. The area was reported as being 2 cm. In size and was treated with cream. The customer stated that the pencils were not placed in their holsters during the procedure, as recommended in the IFU. The pt has made a full recovery.

Manufacturer narrative:
(B)(4). The incident been generator has been rec'd by covidien emea service and is under eval. When the unit eval is complete a f/u report will be submitted. The incident generator was returned for eval at an international service center. A visual inspection of the unit found no notable defects. The report condition of cross coupling was duplicated during testing. Testing found that a random component failure may have contributed to the reported incident. This failure has been identified as a random incident. Covidien has not trending info for this type of random failure.